Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports associated with this event. The related manufacturer report numbers are 1225714-2016-00036 and 1225714-2016-00037.

Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac arrest and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.